Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on 2018-apr-30. It was reported that last night ((B)(6) 2018) while charging, the controller screen went blank and then a system problem rm06 was seen. The exact order of the screen was unknown. The controller was reset and the issue resolved. The consumer saw both the implantable neurostimulator (ins) and controller at 100%. The consumer reported that they had been unable to increase from 7.2 ma to 7.3ma. When they tried to increase the stimulation, the settings not available screen was seen. It was confirmed that the patient was getting therapy at 7.2ma but they would like to increase to 7.3ma. The issue started in april 2018 about 2 weeks ago. The manufacturer representative and patient were planning to meet in a couple of weeks. The patient charged for prolonged periods of time to get fully charged. It took 2 hours yesterday to charge from 80-90% and they never reached the 100% level. The morning of the call, the patient was able to reach 100% charge level. There were no changed to the ins pocket and their pocket was not in a difficult place. It was taking the patient 3-4 hours to charge the ins in the past but the patient was at speed 3. Once they changed to speed 4, then the charging duration needed decreased markedly. They frequently check the recharge quality a lot during the charge session and they see "good" until they get "excellent." For a while, the patient was able to charge the ins up in about 30 minutes but now the time to charge the ins had increased again so that it would take 2 hrs or more. The patient planned to keep a recharging diary. The patient had an international vacation planned for june so the patient was concerned about having a mechanical issue with their controller and or recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of malignant pain. It was reported that the patient was charging too often. The patient was recharging their ins for 2.5 ¿ 4 hours twice a day from 30% - 100%. The patient stated that this was normal for them, but they felt that it may be getting worse. It was noted that the patient is on an intensity of 6.5 during the day and 5.8 during the night. It was also reported that the patient saw an error message while recharging a day or two ago. It was unknown which error code it was, but the patient mentioned ¿03¿. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that it takes the patient 1 to 2 hours to charge from 40 or 50% to full. The patient's device had the following settings: 6.2ma, 320us and 760hz with a bipole. The energy calculation was 0.5 days, which aligned with the patient's charge frequency. The programming was changed to 100us and 760hz and routine programming was performed. It was reported that the patient had seen a "03 code" on the controller on two occasions while recharging. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the manufacturer representative (rep) worked with some of the settings of the patient's system. The patient was unsure what the rep did, but the patient's device is charging a lot quicker now. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.